Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant had a bipella support ongoing. The impella rp flex and impella 5.5 pump were placed for the late presenting myocardial infarction. The pump support was ongoing with the rp flex when pressure signal was irregular and there were signs of hemolysis. The heparin-induced thrombocytopenia panel also came back positive during the support so the anticoagulation was switched. The rp flex advanced at bedside by 1cm, and lactate dehydrogenase down trending now to 800, but medical doctor electing to remove device and replace with protek duo.

Manufacturer narrative:
The investigation of hemolysis, thrombocytopenia, and optical signal issue has been completed. The device was returned for investigation. Placement signal issue: no evidence of physical damage was noted on the returned product other than a kink at the king protector. The pump underwent electrical testing, and all motor current lines were found within specification limits. One of the dp sensor electrical lines (v-/v+) was found to be open during electrical resistance testing. Further investigation into the dp sensor line revealed an open connection from the blue handle down to the dp sensor/catheter. The blue handle was open, and the catheter was sliced at the kinked catheter location; however, no damage was found to the dp sensor electrical line. The exact exit location could not be investigated due to the delicacy of the dp sensor electrical line. Data shows the placement signal dropped to zero on 5-july, followed by the default value on pump flow. No other abnormalities related to the optical signal issue were found. No placement signal not reliable (psnr) alarm was recorded during this event. Later, during the case run, data log recorded several placement signal recovery trends with "imptevt plug connect" alarms, which may indicate disconnection between the pump and console. No abnormalities related to motor current abnormalities were noted during the placement signal issue. The reported failure mode of optical signal issue was changed to placement signal issue as an investigated failure mode based on the returned product investigation. Hemolysis: data log shows a motor current spike during the reported hemolysis issue on 15-july with some saturated and damaged trend on it, which later resolved. Pump flow could not be considered because it was showing a default value due to the dp sensor issue. Clinically, hemolysis was confirmed with ldh values greater than 1000 on 15-july with adequate preload. Ldh values trended downward; however, the doctor decided to remove the pump. No abnormalities related to hemolysis were reported on the returned product. The cause of the hemolysis issue was most likely biomaterial, based on data log review. Thrombocytopenia: the cause of the thrombocytopenia was not determined due to insufficient clinical details. G4 PMA/510(k)number was erroneously entered on the initial manufacturer device report number 1220648-2025-30784.